Manufacturer narrative:
The investigation of this event is on-going as a request was made to the local representative for additional information.

Event description:
Boston scientific received information that this local representative contacted boston scientific¿s technical services (ts) on (B)(6) 2016. The local representative was contacted by the coroner¿s office on (B)(6) 2016 to interrogate a device from a patient who had died. The date of death was not known at that time. The local representative had been informed of a possible product performance issue (ppi) involving the implantable transvenous right ventricular (rv) defibrillation lead. The local representative was instructed to obtain a save-to-disk and memory upload. The uploaded files should be sent electronically via e-mail to ts. According to ts, no uploaded files have been received to date.

Manufacturer narrative:
A severed proximal segment of the lead (36.4 cm from the is-1 terminal pin) was returned to boston scientific's quality assurance laboratory. Setscrew marks were identified on all terminal connectors. Microscopic visual inspection found that the distal high voltage dbs cable was disconnected from the connector block at the lead yolk molding. Extensive examination of that area indicated that the dbs cable had been properly assembled at the time of manufacture. The proximal lead segment was put though and failed a portion of electrical testing. Further testing concluded that the high voltage dbs cable fracture was due to ductile overload and was consistent with damage that likely occurred at the time of the post-mortem explant procedure. Detailed analysis on the returned device was completed. It was concluded that the device performed normally throughout laboratory testing.

Event description:
Boston scientific received information that this implantable transvenous right ventricular (rv) defibrillation lead was received at boston scientific's return products department. Boston scientific received information that this patient had died on (B)(6) 2016. A save-to-disk (stored data) from the returned device was obtained and reviewed by ts. There were 14 tachy counters since the last rest on (B)(6) 2016. There were 14 nonsustained since last reset and 1-vf therapy, 2-vt-1 therapy, 24 no therapy programmed and 1.1k nonsustained. Histograms show a good rate and primarily sensing distribution 50-120 bpm. A review of daily measurements identified the following: r wave in the past year, lowest 3.2mv with highest at 20.1mv, mean range around 7-11mv. Impedance 400-550 ohms. Hv impedance range 47-57 ohms. The last measured threshold was 0.9v at 0.5ms which was consistent with implant. There are 10 total recent episodes (8 on the (B)(6) 2016. All 8 episodes on (B)(6) 2016 are nsvt and there are no electrograms to review. The time of these 8 episodes range from 1046 until 1740. Both episodes on (B)(6) 2016 are non-physiologic and noisy likely due to leads being cut with the device remaining in either a monitor only or monitor+therapy mode. There was also an remote transmission from latitude on (B)(6) 2016 that shows normal ra and rv sensing with rates around 65-70 bpm. No over or undersensing were noted. It was concluded that although the episode electrograms were overwritten on the date of death, lead diagnostics appear to be consistent with normal sensing and function.

Manufacturer narrative:
Despite multiple requests, no additional information was available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.